Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that continuous flush was not maintained during the procedure. The device dfu clearly states that it is a critical requirement to maintain continuous flush throughout the procedure as its absence may cause increased friction or jamming due to which patient medical intervention was required after the coil stretched and could not be placed in position leading to removal by snare device. It is likely that insufficient flush contributed to the reported issue. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that when the coil was attempted to be removed from the aneurysm, the coil stretched and had to be retrieved with the use of a snare device. There were no reported clinical consequences to the patient.